Event description:
According to the reporter, when the reload was used with the manual handle in the thoracoscopy assisted left pulmonary segmental resection, the black return knob of the fired stapler could not be returned, no matter what they did, the cartridge remained clamped on the tissue and could not be opened. Initially, the sales rep asked them to pull the black return knob back on the telephone, but it did not move at all. It did not seem to be a "tearful parting", so he/she asked the them to manually pull back with the clamp cover button, but this did not move at all either. Procedure was converted to left superior resection from the segmental resection and the specimen was in removed state. The specimen had been adhered to the cartridge that the jaws did not open, according to the surgeon, when the black return knob was attempted to be forcefully pulled back, the handle got broke, and the cartridge and handle came off. With the surgeon's permission, the tissue was cut off and the cartridge was collected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired with the interlock engaged, the jaws of the reload were clamped, and the device had bent laminates. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The bent laminates most likely prevented the knife bar from being retracted and caused the jaws to remain locked. During an over indicated or firing over obstructed, the knife laminate(s) can become bent due to stress from the excessive load between the jaws. The bent laminate(s) may result in a partial or difficult firing or the user may find their retraction to be difficult or impossible. It was also reported that a component disengaged from the device. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the reload was used with the manual handle in the thoracoscopy assisted left pulmonary segmental resection, the black return knob of the fired stapler could not be returned, no matter what they did, the cartridge remained clamped on the tissue and could not be opened. Initially, the sales rep asked them to pull the black return knob back on the telephone, but it did not move at all. It did not seem to be a "tearful parting", so he/she asked them to manually pull back with the clamp cover button, but this did not move at all either. Procedure was converted to left superior resection from the segmental resection and the specimen was in removed state. The specimen had been adhered to the cartridge that the jaws did not open, according to the surgeon, when the black return knob was attempted to be forcefully pulled back, the handle got broke, and the cartridge and handle came off. With the surgeon's permission, the tissue was cut off and the cartridge was collected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.